Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) has experienced urinary incontinence, they presented to a clinical evaluation and complained that ever since implant the device did not work. A revision procedure was carried out, and it was identified that the cuff was not placed around the urethra. The entire aus was removed and replaced; however, during the procedure, the urethra was perforated. Therefore, the surgery was aborted, and all new components were removed. The urethral injury was not treated, only a foley catheter was placed.

Manufacturer narrative:
B3 updated event date. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) has experienced urinary incontinence, they presented to a clinical evaluation and complained that ever since implant the device did not work. A revision procedure was carried out, and it was identified that the cuff was not placed around the urethra. The entire aus was removed and replaced; however, during the procedure, the urethra was perforated. Therefore, the surgery was aborted, and all new components were removed. The urethral injury was not treated and a foley catheter was placed in the interim. No additional patient complications were reported.

Manufacturer narrative:
B3 updated event date

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) has experienced urinary incontinence, they presented to a clinical evaluation and complained that ever since implant the device did not work. A revision procedure was carried out, and it was identified that the cuff was not placed around the urethra. The entire aus was removed and replaced; however, during the procedure, the urethra was perforated. Therefore, the surgery was aborted, and all new components were removed.